Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer's blood glucose reading was 112 mg/dl during the call. The customer could not troubleshoot during the call as she did not have a battery in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.